Manufacturer narrative:
(B)(4). Returned product evaluated with no defect found. Most likely underlying root cause: mlc-61 -improper use/ mishandled by end user. Note; manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for lancing device popping open and cutting her finger. Medical attention is not reported as a result. Customer states that she is having trouble testing. Caller also states the lancing device popped open and cut her finger. States it was the right side of the middle finger. States it occurred last year in (B)(6) 2018. Customer states the lancing device does not closed properly. States it comes loose. Apologized for the inconvenience. Ran a blood test with the customer and meter read 298mg/dl non-fasting. Customer states she has wasted several test strips will send a vial as a courtesy. Customer also states the lancing device comes apart when the button is pressed as states she was cut by the lancet from her truedraw on the side of her finger. States this happened in (B)(6) 2018. Will replace the lancing device for customer.